Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and imaging confirmed that there was a small thrombus-like formation noted on the tissue at the ostium of the laa. The closure device met all release criteria and was successfully implanted in the laa of the patient. The physician positioned the was near the thrombus and attempted to aspirate the thrombus out of the patient. After three attempts the thrombus remained, and the physician made no additional attempts at removing it. The procedure was ended and all remaining devices were removed from the patient. There were no complications that were reported to have occurred as a result of this event. The patient made a full recovery from this event.